Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device is related to the reported event rupture, capsular contracture, calcification, gel bleed and seroma received on february 05, 2024, with catalog number mcghan320cc. Based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. Calcification: unable to observe as it is not related to the device. Gel bleed: no gel bleed observed. Seroma: unable to observe as it is not related to the device. No other observations observed.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported via op. Report, right side "silicone bleed", "milky fluid", and "calcified lining". A complete capsulectomy was performed.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.